Manufacturer narrative:
The synchroseal instrument has been transferred and evaluated by the failure analysis engineering (fae) team on 12-oct-2023. The initial failure analysis (fa) was confirmed. A review of the e-100 generator logs shows a quantity of 1 coag, a quantity of 35 seal, and a quantity of 18 transect events with no errors. There were no electrode shorted errors seen in the logs, which could have likely led to a heat stake deformation/melting and the consequent dislodgement of the cut electrode. The issue was discussed with engineering, and the root cause of electrode getting dislodged is not determinable. No changes to the existing codes were needed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have a dislodged cut electrode at the distal end. The cut electrode was observed to be partially lifted from the bottom jaw of the grip set, but was still attached at the base of the grips. The instrument was placed and driven on an in-house system and passed the recognition, engagement, and self-check tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, all nine jaw ceramic dots were present at the tips. Additionally, the instrument was found to have a broken cut electrode. The dark gray post that was attached to the backend of the cut electrode was found to be broken off. The broken piece, measuring approximately 0.034" x 0.10 in size, was not returned with the instrument. Also, the instrument was found to have thermal damage on the cut electrode located on the bottom jaw of the grip set. Electrical continuity was tested and passed.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the synchroseal instrument was used for a surgical task and the white blade fell off, but not in the patient. The procedure was completed with no reported injury, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to used and nothing was observed out of the ordinary. It was confirmed that no fragments fell into the patient. The instrument was returned for evaluation.